Manufacturer narrative:
Patient age at time of event: 90s.device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. An examination of the balloon material could not identify any tears or holes in the balloon material. An examination of the blades identified that the distal edge of a proximal blade segment was slightly raised, and the proximal edge of a distal blade segment was also partially raised. All blades were bonded to the balloon material. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking through the tip of the device. A visual and tactile examination of the hypotube identified no issues. A visual and microscopic examination of the distal extrusion identified that the inner lumen was damaged. There was bunching of the inner lumen at the proximal markerband. As a result of this lumen damage, it was not possible to pass a 0.014inch wire through the lumen. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no issues with the tip however, the device was identified to be leaking through its tip during the leakage test. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04nov2022. It was reported that the balloon leaked. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was unable to expand, and noticed that the contrast material was leaking from the balloon. The procedure was completed with another of the same device and the patient's condition was stable during and after the procedure, also the angiographic results were satisfactory. However, the patient died two days after the procedure due to old age. Per physician, the device did not caused/contributed to the patient death, but 90% of the reason was the patient too old. However, device analysis revealed that the distal edge of a proximal blade segment was slightly raised, and the proximal edge of a distal blade segment was also partially raised.